Manufacturer narrative:
(B)(4). Concomitant medical products: m/l taper femoral stem (65-7711-011-00, 60894848), trilogy acetabular shell (00-6200-060-22, 61157327), trilogy longevity acetabular liner (00-6305-060-40, 61068497), bone screw (00-6250-065-35, 61138004). Reported event was confirmed by review of medical records received. Review of the available records identified the patient underwent an initial right hip arthroplasty during which zimmer biomet products were implanted without complications. The patient was revised due to pain and elevated metal ions. Blood work showed elevated cobalt levels - 5; (B)(6) 2014 - 4.5. MRI showed the presence of altr. Corrosion was noted at the head/ neck junction. Surgeon had difficulty removing the liner using osteotomes, and the cup was damaged proximally after removal of the liner. The cup, liner, and head were removed. New zimmer biomet products were implanted. No other findings/ complications were noted. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The difficulty experienced in removing the liner from shell can be attributed to use error / surgical technique not being followed. Zimmer biomet¿s surgical technique states that appropriate disassembly devices - disassembly device (pn 00-6260-030-01) and liner extractor (pn 00-6260-035-0) should be utilized to remove the liner from the shell. However, the root cause for the other reported issues could not be determined. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-04351 and 0001822565-2019-04350.

Event description:
It was reported patient underwent primary right total hip arthroplasty. Subsequently; patient experienced pain and elevated cobalt levels. The patient was revised approximately five years post implantation. Surgeon noted corrosion and difficulty removing poly liner and notes post removal of liner, damage to metal cup and locking mechanism. Head, liner and cup revised.